Manufacturer narrative:
The investigation for the console (aic) power issues has been completed. Data logs were reviewed finding ¿shutdown requested by user, but pump is connected.¿ it is likely that at this point, the aic screen was blank, leading the customer to assume that the ¿aic shut down without warning,¿ which may have caused the user to press the power button multiple times to turn on the console. Subsequently, the console was forcefully shut down, as indicated by the log entry: ¿emergency shutdown imminent ¿ alarm.¿ after the console rebooted, another log entry recorded: ¿unexpected controller shutdown ¿ alarm,¿ due to the force shutdown. This confirms the reported failure mode. Console was returned for evaluation. This console was tested after arriving at fs. The reported failure mode could not be reproduced while running the optical test pump. By wiggling the cables between the display and the 4-in-1, no issues were found with the display. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). The root cause of the blank screen (which the user assumed was a console shutdown) was not determined due to the inability to reproduce the issue. Corrections to the initial MFR report: h5 should have been no. H8 should have been reuse instead of initial use of device.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that automated impella controller (aic) was being used with a patient when the aic shut down without warning. The aic was replaced and the patient remained stable.